Event description:
Patient reported for unknown side "ruptured allergan silicone textured implant", "recall", and "undergoing diagnostics for bia-alcl due to being symptomatic and scans". Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "ruptured allergan silicone textured implant", "recall", and "undergoing diagnostics for bia-alcl due to being symptomatic and scans". Pathological markers not provided.